Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the monomer and powder of the bone cement did not mix normally and could not be used as it hardened too quickly. This surgery was finished with a backup product. No significant delay was reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the monomer and powder of the bone cement did not mix normally and could not be used as it hardened too quickly. This surgery was finished with a backup product. No significant delay was reported. Attempts have been made and additional information on the reported event is unavailable.